Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (load step malfunction) issue. There was no indication that the product caused or contributed to an adverse event. This is reportable because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step. The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connect to the body and provides multiple reminders during the prime/rewind sequence.

Manufacturer narrative:
Follow-up #1: date of submission 10/16/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/24/2016 with the following findings: a review of the pump¿s black box revealed evidence of a cs 163 alarm. A rewind, load and prime sequence were performed successfully with no issues. A force sensor calibration check showed the pump was detecting the correct force. The pump cover was removed and the force sensor pins were seated and the solder connection was intact. There was no evidence of contamination or cracked force sensor traces. There was no evidence of internal moisture found. The complaint was verified in the history but could not be duplicated during testing. (B)(4).